Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: DHR review for part# 288.026 lot # 7881039, release to warehouse date: 9-mar-2015 expiration date: na manufactured by synthes brandywine. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Synthes manufacturing location was discovered upon receipt of subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient age/date of birth and weight are unknown (B)(4) lot unknown. Device broke during insertion; device not was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that when the surgeon was preparing maxillary distractor construct to implant in patients body, it broke in two pieces. The distractors were fixed in position with four (4) screws in the anterior and posterior footplates. The distractors were then activated simultaneously, but after a few turns no movement was seen on the left side. On checking, the left distractor body was found fractured where the threads meet the smooth part of the distractor barrel; it was reported fragments were generated. Then they had to remove the distractor and substitute it for a 10 mm distractor, as another 15 mm distractor was not available. This caused a change in the treatment plan which affected the final outcome as they had to use on one side a shorter distractor than needed. It was reported there was a surgical delay due to the event, but the length of the delay is unknown. The procedure was completed successfully. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing investigation evaluation: the returned assembly was received in a broken condition with three (3) separate pieces. One (1) piece contained assembly part 288.026 while the other two (2) pieces were component parts 288.026.01 and 288.026.02. The break began at the thread starting point. Further, all three (3) returned pieces showed evidence of scratching, blemishing, and surface defects. The outer body part (288.026.01) was broken at the end and displayed spreading. The slot, where the component was broken, was spread out and then returned to normal. A supplier manufactured the maxillary distractor body with the reported part/lot combination. At the time of original manufacture, the parts conformed to all inspection requirements. The product material was confirmed to be correct and the undamaged dimensions were verified to be within tolerance according to the relevant drawings. Based on the unknown root cause, and the evaluation performed, the complaint condition is confirmed, but not related to a manufacturing cause. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.